Event description:
The facility reports the caregiver was moving the resident from the lift sling to the wheelchair when the sling clip propped off the lift arm handle (right side). The resident began to slide out of the sling. The caregiver moved under the resident to prevent any injuries to the resident.

Event description:
The facility reports the caregiver was moving the resident from the lift sling to the wheelchair when the sling clip popped off the lift arm handle (right side). The resident began to slide out of the sling. The caregiver moved under the resident to prevent any injuries to the resident.